Event description:
During an incident on an unknown date involving an unknown patient, this unit made a horrible noise when it was turned on and could not be used on the patient. Another ambulance treated the patient at the scene. The patient was flat-lined and was not shocked. Prior to this call, the defibrillator tested fine.

Manufacturer narrative:
The returned defibrillator was tested and a loud static like scratching noise was verified. However, the defibrillator was fully functional and operated properly for patient treatment in spite of the noise. The control board was replaced and the noise was gone. Later evaluation of the circuit board found the noise could not be reproduced. The customer was sent a letter explaining our evaluation.